Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported their wire was dislodged and that it was bleeding. Patient was going to their physician¿s office the day of the report. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported that the wire was not dislodged, it was the dressing. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***